Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the use of the bd q-syte¿ luer access split septum with small bore extension set, fixed nut, upon disconnection of the infusion line the connector becomes disconnected together with the infusion line. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that after the use of the bd q-syte¿ luer access split septum with small bore extension set, fixed nut, upon disconnection of the infusion line the connector becomes disconnected together with the infusion line. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
The device history report for lot number 8025557 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 8025557 was manufactured on02/27/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, a sample was provided for the purpose of aiding our quality engineer's investigation, the samples were subjected to leakage and pull testing. The results found the returned units to be within product specifications. Closer inspection of the devices was unable to reveal any physical damage to the devices. Unfortunately without being able to duplicate or observe the reported issue, the root cause for this complaint could not be determined at this time. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that after the use of the bd q-syte luer access split septum with small bore extension set, fixed nut, upon disconnection of the infusion line the connector becomes disconnected together with the infusion line. There was no report of exposure, serious injury or medical intervention.